Manufacturer narrative:
Isi has received and evaluated the illuminator. Failure analysis was able to confirm the customer reported complaint. During in-house diagnostic testing, system error code 297 was generated indicating that the illuminator was not functional. System error code appears when the system detects that an electronic component was reporting an incorrect configuration. Upon determining this condition, the system records the fault and transitions to a safe state. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, the illuminator malfunctioned. The illuminator failure rendered the da vinci surgical system unusable as a result the surgeon had to use traditional laparoscopic techniques to complete the surgical procedure. While there was no patient harm, if the reported malfunction were to recur it could cause or contribute to an adverse event. As of (B)(6) 2016, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the site heard a loud pop coming from the illuminator and the camera's light went out. The site contacted intuitive surgical, inc. (Isi) for technical support assistance. The site advised the isi technical support engineer (tse) that they made several attempts to resolve the light issue; however, the issue persisted. The site told the isi tse that they were unable to troubleshoot the reported issue and that the surgeon was converting the planned surgical procedure to traditional laparoscopic techniques. There was no patient harm, adverse outcome or injury reported. After completion of the surgical procedure, the site called isi's technical support department back to troubleshoot the reported issue. Review of the site's system log by the isi tse found that system error code 48238 and system error code 297 occurred and were associated with the system's illuminator. The isi tse instructed the site to disconnect the illuminator's control cable and to reboot the system. After the system was rebooted, system error code 48238 recurred. The site was able to recover the fault. The isi tse advised the site that they can utilize the system using an external light source. The field investigation conducted by the isi field service engineer (fse) concluded that the issue experienced by the site was associated with the illuminator. The illuminator provides the light which is transported to the system endoscope and projected onto the surgical site. The system was repaired by replacing the affected illuminator.